Manufacturer narrative:
H10: no lot number was provided; therefore, device history record review could not be performed. Based on the complaint description, the customer's concern is related to the pressure chamber under infusion/slow flow issues. This is a known issue related to level 1 trauma units with pressure cuff manufactured after design change to the pressure chamber doors, implemented in 2016. Investigation of this issue has been fully documented through CAPA-000722 and being trended on tnd-000105, no product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that in a survey the following question was asked: "given the globally diverse range of IV bag sizes, the company's pressure chambers have changed geometry by design. Do you have experience with IV bags not emptying in your pressure chambers?". Response was "need to change bag". No further details were provided. No patient death or serious injury was reported.

Manufacturer narrative:
Event date is unknown. No catalog, model, lot or serial numbers were communicated; device expiration date and device manufacturing date not available. Device evaluation including root cause analysis is in progress. No product was returned for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Additional information: the complaint information was provided from a 3rd party company who conducted a general post-market clinical follow-up (pmcf) activity on our company's behalf. Post-market clinical follow-up for this product family is required to comply with EU MDR requirements. This general pmcf activity consisted of interviewing clinicians anonymously about safety and performance of the level 1 hotline and fast flow temperature management systems at the asa (american society of anesthesiologists) anesthesiology conference from 21-october-2022 through 25-october-2022. Devices within the scope of this activity included intravascular devices only, not irrigation products.